Manufacturer narrative:
The reported events of high threshold and lead damage were confirmed, but the reported event of high pacing lead impedance could not be confirmed. As received, a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures. Impedance testing could not be performed due to the as received procedural damage to the lead. X-ray examination did not find any indication of conductor fractures. The lead was tested with hi-potentials and failure was noted between the right ventricular and inner coil vectors for the distal portion . Examination found internal insulation abrasion under the right ventricular shock coil breaching the inner coil and right ventricular lumens. In this location, the ptfe liner of the inner coil and the etfe coating of one right ventricular cable were abraded. An external insulation abrasion was also found at the proximal region of the lead breaching the non-functional cable lumen. The non-functional etfe cables coating were not damaged in this location. The cause of the reported event of lead damage was due to the external insulation abrasion which is consistent with friction to the device can. The cause of the reported event of high threshold was due to the internal insulation abrasion under the right ventricular shock coil breaching the right ventricular and inner coil lumens and abrading the right ventricular etfe cable coating and ptfe liner.

Event description:
It was reported that high capture threshold and high pacing impedance were observed on the right ventricular (rv) lead. During lead revision, lead damage was confirmed visually. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.